Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sentrant device. The exact size of the device is unknown. Survey results from a vascular surgeon in practice 20 years, who has used the device 96 times in total over the last 28 months and 32 times in the last 12 months. During use of the sentrant sheath, the following complications were encountered; blood loss - haemorrhage following arterial wound on the introducer's entry point and vascular trauma - tearing of the arterial wall at the introducer's entry point probably entering on detachment of a plaque. The physician found the blood loss and vascular trauma to be very concerning at one time and somewhat concerning for the other event. It was reported that the events were device related on some occasions. No further information has or will be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.